Event description:
Customer called to report multiple sensor issues with the insulin pump. Customer's blood glucose reading was between 47 to 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.